Event description:
Health care professional reported that the pt had a double valve implant and developed post-operative hemolysis requiring renal dialysis. Exact cause of the hemolysis is unk. However, the md requests info from medtronic on reported hemolysis.